Event description:
The customer reported to olympus, the tracheal intubation fiberscope had broken fibers. Inspection and testing of the returned device found the coating on the image guide coil was peeling off. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the image guide bundle was severely broken, the flexible tube of the insertion section was crushed, the coating of the image guide coil was peeled off, and the display on the base of the light guide mount was unclear. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being submitted to provide additional information based on the legal manufacturer¿s final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the device investigation, the root cause could not be determined, however, it is possible that the defect was caused by stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.